Manufacturer narrative:
Context: ********** an advanced therapy medical product (atmp) customer in germany notified biomérieux of obtaining potential false positive results with bact/alert I nst (ref. 259785, batch number 0001057750, expiration date 04-aug-2022) in a context of sterility testing. Investigation: **************** **batch history record and trend analysis** the batch record was verified. Non-conformances during manufacturing and during quality control processes that could explain the issue were not identified. There is no CAPA related to the customer¿s complaint recorded. A complaint history review completed for this issue concluded with no implication of a trend. This complaint has not been identified as a systemic quality issue. **investigation results** the customer reported the advanced therapy medical product autologous cell sample tested on the bact/alert® 3d instrument at temperature setpoints of 32.5° c in two high temperature incubation modules and at 22.5° c in two low temperature incubation modules. Level 2 global customer service (gcs) reviewed the initial graphs provided for bottle ids st14mptm and st14m11d located in incubation module 608il9057. For bottle ID st14mptm it shows noisy bumps periodically (intervals of 24 hours). The bottle flagged positive at 5.06 days. The second bottle, bottle ID st14m11d located in cell 2d39 was reviewed and it shows shifts in the graph related to movement. Gcs requested the bact/alert® 3d instrument backup to analyze the data further. The backup was provided by the customer and level 1 local customer service (lcs). Evaluation of the bact/alert® 3d backup revealed the instrument false positives were mostly associated with one rack location 2d middle. Gcs requested the rack be replaced by the field service engineer, and returned to the manufacturing site in (B)(6), missouri, USA for the investigation. The extracted data from backup shows noisy graphs related to instrument noise. The backup was escalated to level 3 system engineering & support and biomath for review. Gcs and biomath department confirmed the positive status of the bottles, confirmed there were no instrument malfunctions. The customer continued to report more false positive complaints and they provided additional backups to lcs, the additional backups were escalated to technical services for review. The immediate action by the customer was to contact their facilities to check the instrument power outlet and to contact biomérieux lcs in february 2022 to report the false positive bottles associated with the bact/alert® 3d version b.40.51 incubation module (im). The immediate action by lcs was to request a data backup and ask troubleshooting questions. The complaint was escalated to gcs for assistance. Gcs reviewed the graphs and requested a backup to evaluate. In the complaint record, the customer stated there was patient impact, one patient did not receive their treatment due to the false positive bottle result. A surgical procedure was performed on this patient to collect the human material to produce the autologous material. Testing is performed to treat cartilage damage (chondrocytes) not cancer therapy. Due to the short shelf life of the human material, retests were not performed. The customer also stated that there was a delay in treatment because autologous therapy was postponed but the number of patients is unknown. Therefore, biomérieux¿s vigilance team determined the complaint to be a reportable event in the united states, not reportable in germany and the customer escalated the case to their local competent authority, paul ehrlich institute (pei) in germany so further investigation was needed. This is an isolated event at this customer site. There was impact to the patient as stated by the customer; patient treatment was delayed because of postponed autologous therapy; the product has a short shelf life. The impact to customer is having to perform additional testing to confirm a false positive result and therefore the customer cannot release the product for autologous therapy because of the instrument false positive. The impact to the business is that the customer¿s uncertainty of an instrument positive result, delays to release product to a patient which could cause a negative impact for the patient¿s health. However, there was no evidence that this event led to patient impact. The risk assessment performed by biomérieux concludes the risk to the patient (recipient) is low for the hazard of instrument false positive result. Through extensive analysis of the data backups, product return evaluation of the two racks from incubation module 608il9057, complaint record information and a customer conference call the most probable root cause has been determined. The most probable root cause of the false positive results is related to the customer¿s loading pattern workflow at the bact/alert® 3d instrument. The false positive results are directly related to events of opening and closing of the customer¿s bact/alert® 3d instrument drawers by the user. The opening and closing drawer events are from the customer looking for available cells to load bottles onto the instrument. Biomérieux¿s technical services department was able to evaluate the backups, observe and identify atypical patterns in the reflectance curves associated with the false positive results on the customer¿s bact/alert® 3d instrument. These atypical patterns are identified as ¿step functions¿. A brief spike within a few bottle readings is referred to as a step function; an upward spike causes the bottle to be declared positive. Upward spikes were seen in the analysis of bottle graphs from the customer¿s data. There was no evidence seen in the data of exponential growth for step functions. The analysis of the data suggests a laboratory practice occurs at approximately the same time each day might be a contributing factor to the root cause. Biomérieux level 1, 2, and 3 support staff met with the customer via conference calls one time on 06may2022 to discuss this issue directly. During a conference call between the customer and biomérieux personnel, it was confirmed by the customer that bottles are loaded daily, at the same time each day onto the bact/alert® 3d instrument; the customer is looking for available cells to load bottles onto the instrument. This correlated to the nature of the step functions. The step function noise found in the graphs correlate to drawers opening and closing events found in the backups. A visual review of reflectance curves revealed that all step functions occurred during opening and closing events. The customer was immediately advised to stop their workflow loading behavior to reduce their false positives. In reviewing the last data backup provided by the customer and lcs; it was noticed that there was a reduction in the number of step functions. The percentage of step functions reduced from 23% in january 2022 to 10% in may 2022 and remained constant in july 2022. Overall, the reduction in the percentage of curves with step functions is consistent with the reduced number of bottles loaded per day, and the attendant reduction in drawer opening events. The user manual 514818-1en1 2015-12 ¿ en bactalert 3d b.50 was reviewed by the investigator. The basic functions section gives a caution in the loading and unloading bottles sections that states: if a large number of bottles are loaded into/unloaded from the incubation module at the same time and in the same areas, a large heat mass loss within the racks may occur. This heat loss may trigger the acceleration or rate algorithms to erroneously flag positive. The steps also state to limit the bottle load/unload time to no more than 2 minutes in one area. Close the drawer to allow temperature to equilibrate before loading/unloading from the area again. See best practices in appendix c for preventing false positives. The instrument will alarm with fault code 20 if the drawer is open longer than 2 minutes, closing the drawer will clear the error. Handling unconfirmed positive bottles (false positives) section states if the smear of a positive bottle reveals no microorganisms, the bottle should be sub-cultured and reloaded into the instrument. The appendix c discusses best practices for preventing false positives, see topics listed below. ¿ user handling ¿ high numbers of white blood cells ¿ overfilled with sample ¿ large numbers of bottle loads/unloads ¿ environmental temperature ¿ bottles not fully loaded in cell ¿ cell noise ¿ high initial value reflectance readings the investigator reviewed the bottle instructions for use (IFU) bact/alert® iast document 051004- 02 - 2020-09, bact/alert® inst (part number 259785) document 050991- 02 ¿ 2020-09 and finds guidance provided for storage, pre-usage inspection, handling of positives and limitations of test. The investigator concludes that the IFU and bactalert 3d user manual provide adequate directions for the user. Conclusion: ************** to reduce risk of false positives, level 2 global customer service (gcs) recommends the customer to: reduce the drawer open/close by loading bottles in small batches, rather than one bottle at a time. If a rack is empty of bottles, it¿s okay to load 20 new bottles in that rack. If a rack already has bottles loaded, load one new bottle there. Avoid error 20 (drawer open longer than 2 minutes), but load as many bottles at one go as possible before closing drawer before 2 minutes is up. Check the cell status screen to know where the empty racks/cells are located. Other advice from gcs to reduce noise in the bottle graphs: ¿ open and close drawers gently ¿ load bottles into the bact/alert 3d instrument by dispersing the placement of bottles into different drawers and not leave the drawers open for extended periods of time ¿ push bottles all the way into the back of the cell when loading into cells ¿ avoid moving, bumping, turning bottles while in the cells and readings are taking place ¿ check that racks are tight and cannot wiggle when pulled on ¿ do not let bright light/sunlight shine into open drawers ¿ maintain a stable room temperature that does not vary where instrument is located ¿ avoid hvac vents from blowing air into open drawers, use an airflow diverter or move the instrument.

Event description:
Intended use: bact/alert® I nst culture bottles are used with bact/alert® microbial detection systems in qualitative procedures for enhanced recovery and detection of a variety of anaerobic and facultative microorganisms. The laboratory is responsible for validating the bact/alert® system and culture for their testing purposes. Issue description: an advanced therapy medical product (atmp) customer in (B)(6) notified biomérieux of obtaining potential false positive results with bact/alert I nst (ref. 259785, batch number 0001057750, expiration date 04-aug-2022) in a context of sterility testing. It was reported that the st14mptm graph was flat but showed noisy bumps periodically (24 hour internals). Biomérieux¿s global customer service reported they additional data from the customer to analyze further. The issue appears to be an instrument false positive due to some sort of noise in the graph. It could be temperature changes due to room, or user activity - such as loading/unloading patterns. There is no indication or report from the customer that this event led to any adverse event related to a patient's state of health. The impacted product reference (bact/alert® I nst ¿ ref. 259785) is not an ivd product, however the bact/alert® sn ¿ ref. 259790 is the same formulation and is an ivd. An investigation will be initiated.